Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade iii, "flipping," and "multiple areas of folds." Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, flipping, crease/folding of implant.